Manufacturer narrative:
Intuvie received a report indicating that during a routine check, the infusion pump infused at a rate faster than programmed and did not alarm. The device was returned for evaluation, which revealed a constant occlusion alarm; therefore, the flow rate test could not be performed. A review of the device¿s serial number history revealed no prior similar complaints. The reported failure mode was not confirmed, and the probable cause remains undetermined. CAPA- zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that during a routine check, the infusion pump infused at a rate faster than programmed and did not alarm. No patient involvement was reported.